Event description:
It was reported that the user experienced hypoglycemia after announcing a second smaller-than-usual meal following a correction for rising glucose, which likely resulted in insulin stacking and subsequent low blood glucose to 45 mg/dl for approximately 20¿30 minutes while using the ilet bionic pancreas. Symptoms included low blood glucose. Outcomes included self-treatment with approximately 15 grams of fast-acting carbohydrates using glucose tablets and recovery at home without medical intervention or hospitalization. Investigation included complaint review and user education regarding meal announcements, corrections, and monitoring. Investigation of this case revealed user management factors consistent with insulin stacking and carbohydrate underestimation in the context of multiple meal announcements and a recent weight change. It was concluded that the device functioned as designed and that the event was attributable to user-related factors with no device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.